Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with intermittent buttons due to corroded keypad traces. No display ramping on its own anomaly noted. Insulin pump passed the rewind and displacement test. Insulin pump received with cracked case at display window corners, reservoir tube lip, battery tube threads and minor scratches on display window.

Event description:
Customer reported her buttons were unresponsive. She stated that her insulin pump was stuck on the fill cannula process. The customer's blood glucose was 408 mg/dl. Customer had treated her high blood glucose with a manual injection. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.